Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels rose above 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, sweating, vomiting, struggling to stay conscious and inability to retain fluids. The cannula reportedly dislodged from the insertion site (abdomen) during the night and the pod was leaking. The patient noticed in the morning the adhesive was wet and bg and ketones were high. A new pod was activated prior to leaving for the ER. The patient received insulin and fluids at the hospital for treatment. The patient was discharged after approximately 12 hours. The pod was discarded.